Event description:
A peritoneal dialysis (pd) patient's contact reported that the patient was hospitalized for a clinical situation and as a precaution. During follow up the patient's pd nurse reported was in the hospital while traveling. She had mild congestive heart failure, fluid retention, and shortness of breath. The nurse reported the patient has a history of non-compliance with her pd treatment and had data sheets showing treatments cut short and she was not following her prescription. The patient was in hospital (B)(6) 2014 from what she reported to the nurse and was able to use pd to get her fluid volume back under control. The nurse does not have any records from the hospital or the hospital's name. She reports that the patient has been completing pd as prescribed since then and has not needed any further medical intervention. Medical records were requested.

Manufacturer narrative:
A serious injury has occurred to a peritoneal dialysis patient following treatment with a cycler. Due to lack of information an MDR will be filed against the cycler while undergoing review by post market clinical department and manufacturing plant.